Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic nephrectomy, the handle would not open. The device was removed from tissue by using a 5mm trocar. The tissue was clipped and resection was performed. The device opened after the tissue was removed. There was no reported bleeding or tissue damage. There was no injury to the pt.